Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number: 2016493-2021-05736, which captured the suspect device.

Event description:
It was reported that there was a magnesium overinfusion that should have infused over 4 hours, but infused in 1 hour. This was possibly due to human error. The customer sent the bd interoperability consultant team a screen shot of emr and key stroke logs. The customer provided device logs and asked for assistance to review. There was no patient harm or impact.

Manufacturer narrative:
The log reviews have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. No device received-log review only.

Event description:
It was reported that there was a magnesium overinfusion that should have infused over 4 hours, but infused in 1 hour. This was possibly due to human error. The customer sent the bd interoperability consultant team a screen shot of emr and key stroke logs. The customer provided device logs and asked for assistance to review. There was no patient harm or impact.